Event description:
Medtronic received a report that during thrombectomy, significant resistance was encountered while retracting the microcatheter and deploying the stent. Upon removal, the detachment point was found to be bent. Subsequently, a new sfr-630 stent was used to complete the procedure. The surgeon confirmed that the introducer sheath was correctly positioned at the y-valve tip, and there was no resistance during initial advancement. The resistance occurred in the distal section of the catheter. The vessel was not tortuous. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU.  The patient was undergoing middle cerebral artery thrombectomy surgery. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 110 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the catheter was a medtronic product - rebar 18 -153cm. The cause of the event was uncertain. However, later the surgeon used the same microcatheter and replaced with a new stent to complete the surgery. Patient¿s baseline: nihss score 5. Patient¿s post-thrombectomy condition: nihss score 2. Resistance occurred in the distal section. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a sealed biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was observed. The introducer sheath was in good condition. The stent¿s working length struts were broken, while the non-working length struts were kinked at the teardrop struts. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. No kinks or bends were noted on the pusher wire. No other anomalies were found. The broken ends of the working length strut were sent out for sem analysis. Testing/analysis: the broken ends of the working length strut were sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that the broken end failed via corrosion. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts were kinked at the teardrop struts and the glue domes were damaged on the returned solitaire fr 6-30 stent device. The damages likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. In this event, the root cause of the resistance complaint was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it has a labeled inside diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ in addition, the broken ends of the working length strut failed via corrosion. However, the cause was unknown. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no kink/damage to the solitaire or the rebar microcatheter. It was confirmed that the solitaire sheath had been securely seated in the catheter hub.